Event description:
I had novasure done and was not informed of all of the risks. My uterine ablation failed and I ended up in severe pain, with trapped blood in my uterus which made me very sick, and ended up needing a hysterectomy. Again, I was never informed of this risk.